Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities, fluid is in the fluid line, electrodes have been used, bio debris is present and the wand is bent from use. Product was out of the original packaging. And no packaging was returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (0,3). When used with a bypass box the wand was able to generate plasma and coagulation as intended. Saline was drawn and returned through the evac line using a syringe with no flow problem. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A procedural variance cannot be ruled out as the likely cause of the reported adverse event as the product evaluation verified that the device lumen were able to flow. However, the reported manual change of the settings to an ablation of 6 and a coagulation setting of 4, cannot rule out as a likely contributory factor to the reported 350ml blood loss as the reported suction problem would not contribute to more blood loss just controlling the removal and therefore not a root cause of the increased blood loss. The impact to the patient was the blood loss of 350ml, the change to a competitor device and the non-significant surgical delay. Since the status of the patient is unknown, further impact can only be presumed but regularly scheduled follow-up/monitoring would be anticipated. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the suction on the evac 70 coblator ii wand did not work. The patient lost 350ml of blood, when they usually lose only 50ml. The procedure was completed with a non-significant surgical delay using a bovie device. No further complications were reported.